Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that yesterday they went to use their therapy and it wouldn't work. The patient stated their battery is "dead". The patient stated they had a fusion done in their back in (B)(6) 2021 and hadn't used their therapy since. The patient already scheduled an appointment with their doctor to have the device restarted again on (B)(6) 2021. A manufacturer representative reported that the patient was scheduled to have their spinal cord stimulation system explanted on (B)(6) 2021.